Event description:
A power-on-reset (por)-like condition was reported following a diathermy procedure this morning. No adverse patient events were reported for this event. The patient needed to "go to my doctor to get my settings back". It was noted the patient had an exposure to an airport security gate at (B) (6) airport about one year ago and symptoms from that had resolved. Further information from the healthcare professional was requested.

Manufacturer narrative:
(B) (4).